Event description:
It was reported that the patient's vns indicated high impedance during a normal mode diagnostics test performed at a routine office visit. The patient's vns has been disabled. No trauma or manipulation is believed to have occurred. No x-rays are planned at this time. The neurologist has increased the patient's medication to prevent a possible increase in seizures. Surgery to replace the vns is unlikely at this time unless the patient's seizure frequency worsens. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Add'l info was rec'd indicating that the pt was moving forward with surgery. Surgery to replace the pt's vns lead and generator has occurred; however, the explanted products will likely not be returned as per the surgeon's policy to discard explants. Attempts to confirm if a lead discontinuity was visualized during surgery have been unsuccessful to date.

Event description:
Add'l info was provided from the impact card. It was reported that the lead was replaced dur to a lead discontinuity.